Manufacturer narrative:
The customer indicated the use of a qualified cartridge and viscoelastic. The product investigation could not identify a root cause for the reported complaint. Information was provided that the 15.0 diopter lens was replaced with a 13.5 diopter lens of another lens model . Additional information provided in h.3. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An administrator reported that following an intraocular lens (iol) implant procedure, the patient experienced residual myopia and astigmatism. The iol was exchanged for another lens two weeks following the initial implantation. Additional information has been requested.